Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 1488t/58 competitor lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced malaise and orthopnea the day after implantation. The left ventricular (lv) lead was found to be dislodged and pacing failure occurred. The lv lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.